Manufacturer narrative:
The received device was evaluated and found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy based on what was observed in the download data. Data download showed no timeouts or drive stall during run time that would offset the completion of first priming. The first priming was completed at 46 pulses, and the pod was deactivated at 46 pulses. The pulse count is within the expected range for first priming, with needle deployment to follow within 10 pulses after the completion of first priming. The pod was deactivated directly after first priming was completed. For your reference, insulet modified our internal investigation finding codes effective (B)(6)2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The pod was not worn.